Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that the atlan device displayed a ventilator failure message during anaesthesia and switched to man/spont ventilation. No patient injury has been reported.